Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Procedural or medical imaging were not provided. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported during coil embolization for a vv shunt, the coil unintentionally detached in a microcatheter. The coil was withdrawn and removed. The coil and the microcatheter were removed from the patient and subsequently, the procedure was successfully completed. There was no patient injury or intervention.